Manufacturer narrative:
The reported event of over-sensing was not confirmed. As received, a partial lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the clinic with right ventricular (rv) lead over-sensing. The rv lead was explanted and replaced. Patient's status was unknown.